Event description:
During the index procedure the physician used two in.pact admiral balloon catheters used to treat the upper (prox) and middle section of left sfa. The lesion was described as eccentric, concentric and diffuse. The lesion exhibited minimal tortuosity and moderate calcification. When the second in.pact admiral was inserted or pulled out from the long sheath along the thread, the operator had to operate with great strength, especially when through the bifurcation of iliac artery. Pulling / pushing integrally the long sheath, and then leaving the iliac artery, pulling or pushing the balloon with great strength. The in.pact admiral was been used with a 6f introducer sheath (is). No abnormality noted during preparation or inspection of the in.pact admiral or the is prior to use. After both the in.pact admirals were successfully inflated at the lesion site, a dissection was visible in the upper middle section of left sfa. A more serious interlayer dissection visible on the second day; the operator treated the subject in the second operation, and 2 stents were used in the second operation. The physician indicated the dissection was definitely related to the study device and procedure. The patient recovered.

Manufacturer narrative:
Evaluation codes results/conclusions: inherent risk of procedure - dissection. (B)(4).